Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(4) 2014 that a customer experienced a needle-stick injury while using a safety needle. The customer reports a fairly recent exposure with the insulin syringe where a needle stick injury did occur.